Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported device had error 800.8000 noted in the logs was not identified during the customer call. Tech support recommended to do a preventative maintenance on unit as a solution to the issue.

Event description:
It was reported that the device had error 800.8000 noted in the logs. There was no patient involvement. Upon due diligence attempts further information was received by the customer. Customer reports the issue occurred when the hospital was having wi-fi connection issues on the unit where device was located. Customer ran a preventative maintenance on both units, they passed. Customer checked network connections without issue. Devices will be placed back to service.